Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The heater flex board of the insertion section is broken and therefore the heating function is not given properly. A device history review (DHR) was completed, and no issues were identified. A definitive root cause cannot be identified. Based on the results of the investigation, the most probable cause of the identified failures is cause traced to a thermal problem. A device history review (DHR) was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device heating tip did not work and an error message "anti-condensation function stopped" (after inspection). There was no patient involvement.

Event description:
It was reported the subject device heating tip did not work and an error message "anti-condensation function stopped" (after inspection). There was no patient involvement.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.